Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the line power light will not illuminate. The din rail fuse was replaced. The imaging system then passed the system checkout, and was found to be fully functional. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID#: bi71000522. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, during a case, the site brought the system into the system to take a spin. The mobile view station (mvs) was beeping like it was not getting power. The site rebooted the system but the mvs would not power on at this point. The mvs was disconnected from the image acquisition system (ias), and attempted to power it on. The rw as no led illumination on the power button. The outlets were tested to confirm they were getting power. The rw as a less than 1-hour delay to the procedure, and no impact on patient outcome.

Event description:
It was reported that the procedure was completed by free-handing the screws (w/out nav or floro). Surgery was not aborted but navigation was. The o-arm had a blown in-line fuse that was repaired just before the end of the case. We were able to do a "final spin" to check the screws and re-position one of them.

Manufacturer narrative:
B5: additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.